Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While trialing, the mod endo head and the handle became detached and became stuck in the patient. The trial head was removed with the use of clamps, which happened to break during the process.

Manufacturer narrative:
A functional test with the returned trial head and a depuy handle found the connection between the two components a little loose. It appears the root cause is attributed to wear out of the head. The date code of the trial head ae0401 indicates the instrument was manufactured in april of 2001 and is over 15 years old. The complaint could not be confirmed with the customer's handle as it was not returned for evaluation; however, a two-year search of the complaint database found the ball plungers may become frozen from poor, repeated cleaning over time due to loss of the ball plungers and heavy usage. The complaint information was provided to commercialized product development. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.